Event description:
Medtronic received information that during use of a custom tubing pack, the customer reported that there was a loose fitting and thin gauge connector on the venous tubing. The perfusionist had to tighten the connector and verify that the tube didn't kink. The perfusionist felt unsafe throughout the procedure due to the caliber of the tubing and fear of kinking. When starting the pump there was a blood leak noted. The device was used to complete the procedure. There was no patient impact associated with this event. The amount of blood lost due to leak is unknown. No blood transfusion required due to leak.

Manufacturer narrative:
Conclusion: complaint was confirmed per pictures provided by the customer. After evaluation it was not possible to determine the root cause of this complaint. However, it was identified this defect could possibly be attributed a defect on the connection from the tubing to the connector. There were no adverse patient effects as a result of this incidence. Medtronic will continue to monitor for future occurrences and trends per trend analysis. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.